Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
As reported: "patient bent over approximately (B)(6) 2018, implant gave way. Patient fell and sustained minor injuries to face and hands". Intra-op photo shows black material inside the patient. Explant photo shows black debris on the trunnion. Upon receipt and inspection of the device, no evidence of any fracture is found. However, the trunnion has noticeable wear on it.

Manufacturer narrative:
Additional information: b5 - executive summary; d4 - gtin an event regarding disassociation, wear and altr involving a lfit v40 cocr head that was mated with an accolade stem was reported. The mar and clinician review confirmed disassociation of the stem from the metal head and wear of the trunnion. Altr was not confirmed. Method & results: -device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 31 may 2018 which indicated: the articulating and distal surfaces of the v40 head were observed. The taper of the head can be seen. Damage was also observed on the taper of the head, likely from interacting with the trunnion of the accolade stem. Debris was observed on the taper of the head, with a sample being placed on a sem stub for further analysis. A step was observed at the proximal end of the taper. Dimensional inspection & functional inspection: not performed due to damage observed during visual inspection. Material analysis: a material analysis has been performed. The report concluded: damage was observed on the stem trunnion and head taper. This damage was consistent with a wear mechanism due to the head taper and stem trunnion losing their taper lock. Debris was observed on the returned stem and head. Eds showed the stem was consistent with astm f1813, the head was consistent with astm f1537, and the samples of debris were consistent with a corrosion product, material transfer from the stem and biological material. Scratches were observed on the insert, which is a common damage mode of uhmwpe. Yellow discoloration, consistent with absorption of synovial fluid was also observed on the insert. -medical records received and evaluation: a review of the provided photographs and x-rays by a clinical consultant indicated: x-ray printouts include an ap and lateral of the left hip, undated, labeled ¿pre-revision prior to 05.10/18¿, demonstrating an uncemented left total hip arthroplasty with no screws in the acetabulum and the stem in nominal position. The trunnion is disassociated from the head, which remains in the acetabulum. One unlabeled intraoperative color photograph of a surgical incision demonstrates a metallic femoral head visible at the depth of the incision with copious amounts of black debris in situ. Sixteen photographs of an explanted head, stem and poly liner show evidence of medial notching and superolateral wear of the trunnion. Based upon the information available for review, no determination can be made for the cause of the apparent loss of the mechanism of the head/trunnion junction, which appears to have resulted in the cascade of events described in this clinical situation. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: based upon the information available for review, root cause could not be determined. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The subject device has been identified to be within scope of an nc and a CAPA. A lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of the nc and CAPA. No further investigation is required.

Event description:
As reported: "patient bent over approximately 05/08/2018, implant gave way. Patient fell and sustained minor injuries to face and hands". Intra-op photo shows black material inside the patient. Explant photo shows black debris on the trunnion. Upon receipt and inspection of the device, no evidence of any fracture is found. However, the trunnion has noticeable wear on it. Update: a review by a clinical consultant confirmed disassociation of the stem and metal head.